Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair procedure the surgeon experienced the following issues with arthrex devices, when inserting an ar-2324kbcct (lot 10679428) the swivelock was inserted and upon removal of the driver, the portion of the eyelet that contains the knotless mechanism remained in the cannulation of the driver. When inserting an ar-2324kbcctt (lot 10941879) upon final tensioning of the knotless mechanism the portion of the eyelet broke coming up through the screw, resulting in cutting of the suture and removing the peek portion of the eyelet. The distal end of the eyelet that has the fibertapes through them and the screws themselves stayed in the patient from each anchor. An ar-1922p green punch had been used to prep the bone for insertion. Bone quality of the patient was reported to be good. The reporter states the patient was not harmed in any way and the speedbridge was completed per technique guide with two 5.5mm swivelocks laterally.